Event description:
It was reported that on (B)(6) 2024, during the surgery, when drilling with the 2.5 drill bit, it is evident that said drill bit does not have a sharp edge to perform the drilling. The doctor mentioned he has had issues with these drill bits, so he proceeded to change the drill bit. The institution's instrumentation technician had a kit of small fragments which included additional drill bits, since the kit that was available for this surgery only came with a 2.5 drill bit which lacked a sharp edge. Finally, the procedure was successfully completed. There were no effects on the patient nor were additional times necessary in the surgery. This report involves one (1) 2.5mm drill bit/qc/gold/110mm. This is report 1 of 1 for (B)(4). This report captures the original event and is related to (B)(4), which captures the general events reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A1: (B)(4). D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: a manufacturing record evaluation was performed for the finished device product code:310.250. Lot no:5534p89. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 20-apr-2023. Manufacturing site: jabil bettlach. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 (appropriate term/code not available) used to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.